Event description:
It was reported that the rosa robotic arm fully extended while moving towards the proximal tibia extension and surgeon was unable to perform the resection with the robotic arm. No adverse events have been reported as a result of the malfunction. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The ft (force torque) sensor calibration yielded a force of 26.7n at launch and 44.4n at or setup. The difference between both calibrations could be indicative that an external force was applied on the robotic arm during the ft sensor calibration. The six-point registration passed with an rms of 0.196mm at 10:06:54.the cut guide checkpoint passed with a deviation of 1.610mm at 10:12:27. Tool positioning for the proximal flow started at 10:12:37 with a knee angle of 91°. In automatic mode (10:12:37 to 10:12:53), the force detected by the ft sensor was on average 17.6n (min = 16.2n, max = 18.3n), which is above the expected range in automatic mode. There was a movement of the bone tracker at 10:13:00. Then, there was a near-singularity error at 10:13:12 in collaborative mode, putting an end to this flow. A similar flow occurred with the next two attempts at 10:13:19 and 10:14:33 with the ft sensor average as 17.8n and 18.3n respectively. Attempt two ended in a near-singularity error and attempt 3 ended in a collision error. The application was closed at 10:19:31 without completing the surgery. Drifting of the robotic arm led to a near-singularity error. A near-singularity error is caused by a combination of positions and orientations in space that the robot cannot reach because two or more motors or more become aligned (i.e. The aligned motors end up generating the same movement of the robotic arm as if the robotic arm was missing one or more joints). In this case, drifting of the robotic arm could have caused it to fully extend itself and place itself in a position more susceptible to near-singularity errors. Moreover, a near-singularity error is treated and displayed as a non-recoverable robotic error by the application. Therefore, it requires the user to confirm that the cut guide is not pinned to the patient and to restart the resection flow, which explains why the surgeon was unable to complete the tibial surgical flow. Physical and technical evaluation was performed by a field service engineer (fse). The fse confirmed the reported issue of a spike in voltage when interacting with the force sensor and force sensor cable. Additionally, the logs were reviewed by servicing and confirmed the voltage spike. The fse replaced the ft sensor cable, daq cable, and ft sensor. Following the replacements, voltage spikes could no longer be re-created. The arm was also able to move consistently to perform verification testing. Subsequent arm accuracy, ft sensor, and applicative testing all had passing results. The serial number was reviewed for any deviations and/or anomalies in the servicing/maintenance process that may have contributed to this reported event. No deviations or anomalies were discovered; therefore, it is not expected that the servicing/maintenance process contributed to the reported issue. The device was previously serviced, and the system was found to be in working order. The root cause cannot be determined with the information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.